Manufacturer narrative:
Additional manufacturing narrative: the returned sensor was evaluated. During evaluation, the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Event description:
The customer reported a teenage patient on the 5th floor pediatric unit was performing a positioning test [5 minutes lying down, 5 minutes sitting, 5 minutes standing] and during the test, the monitor displayed a ¿low pulse signal" with an o2 saturation that started at 98% then dropped to 86% with 2 stars on the ge monitor. The sensor was on her finger. Per the nursing assistant, the patient was fine, pink, comfortable, no distress. The sensor was removed and a new sensor was placed and worked fine. No patient impact or consequences reported.